Event description:
It was reported that during a laparoscopic appendectomy procedure, the device was reloaded with a white reload on the medial appendix and the surgeon felt it was difficult to fire. The staples were malformed, and there was some bleeding that was controlled using surgiflow and clips. Blood products were not required. Another device was used to complete the procedure. There was no adverse consequence to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.